Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a cardiac unit patient on telemetry monitoring, with exacerbation of chf and volume overload, had been appropriately diuresed, and subsequently required potassium replacement. The first dose of kcl 20 meq/100 ml ns was administered uneventfully. The second dose was started at 1643 to run at 30 ml/hour. Approximately twelve minutes later the nurse noted that the patient was "not looking well and not feeling well" and had a systolic blood pressure in the 70¿s. The rapid response team (rrt) was called, and the carrier fluid that was hanging for the potassium replacement was programmed to deliver a bolus of 500 ml at 999ml/hr. However, the attached secondary potassium infused as the bolus at 999ml/hr instead of the carrier fluid, and at 1718 the patient¿s cardiac rhythm, which had been atrial fibrillation with a rate in the 60¿s, went into asystole. Resuscitation was immediately started, blood gases were drawn (results unknown) and the serum potassium level was 8. At that time the potassium replacement IV that was still hanging was noted to be empty. The hyperkalemia was reversed, the patient¿s rhythm and spontaneous circulation returned and the patient was transferred to the ICU.